Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler. A visual inspection of the returned cycler exterior showed no signs of physical damage. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. System air leak test passed. Valve actuation test passed. The internal inspection of the cycler showed no discrepancies.there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
This is a report of a peritoneal dialysis (pd) patient who experienced an increased intraperitoneal volume (iipv) event coincident with pd therapy. A patient reported that during drains 1,2 and 4 there were noted overfills. The patient¿s treatment was discontinued at that time. The overfill event was indicated due to the drain in drain 1 being 3386 ml, which is 170% of the fill volume, drain 2 was 3790 ml, which is 190% of fill volume and drain 4 was 3004ml which was 186%. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler. A new cycler was issued. In a follow up, the patient said the patient¿s pdrn assisted with manual peritoneal dialysis therapy until the new cycler arrived. The patient received a new cycler which is working well. The pd therapy is without issue at this time. The cycler was reported to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a peritoneal dialysis (pd) patient who experienced an increased intraperitoneal volume (iipv) event coincident with pd therapy. A patient reported that during drains 1,2 and 4 there were noted overfills. The patient¿s treatment was discontinued at that time. The overfill event was indicated due to the drain in drain 1 being 3386 ml, which is 170% of the fill volume, drain 2 was 3790 ml, which is 190% of fill volume and drain 4 was 3004ml which was 186%. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler. A new cycler was issued. In a follow up, the patient said the patient¿s pdrn assisted with manual peritoneal dialysis therapy until the new cycler arrived. The patient received a new cycler which is working well. The pd therapy is without issue at this time. The cycler was reported to be returned to the manufacturer for physical evaluation.